Event description:
It is reported that the customer has a button error on the insulin pump. Their blood glucose level was 80mg/dl. The customer states she tried to clear it but cannot. Trouble shooting was done. Pump is being returned. No further information available.

Manufacturer narrative:
Insulin pump had no button response due to moisture damage on electronic assembly; moisture damage also noted on motor assembly. Insulin pump received with a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.